Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. No repairs were made. No root cause could be determined.

Event description:
The customer contacted physio-control to report that their AED would verbalize when they open the front lid and it would not stop verbalizing when they close the lid. In this state, the device hlc internal battery could experience premature depletion and if needed, defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their AED would verbalize when they open the front lid and it would not stop verbalizing when they close the lid. In this state, the device hlc internal battery could experience premature depletion and if needed, defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no report of patient use associated to the reported event.